Manufacturer narrative:
(B)(4). A labeled winding former with two re-parked needle/suture pieces of product code 8357, lot # mkh336 was received for evaluation. During the visual inspection of two detached needle, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed. In addition, a suture piece was noted attach to needle and present damaged by surgical instrument. The other section of the suture was not received for evaluation and no functional test could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the fraying suture is an improper handling. Additional information was requested and the following was obtained: could not identify which one, please analyze both 2 devices.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mkh336, and no non-conformance's related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During use, the suture was found split and broke. Changed to another device to complete the procedure. There were no adverse patient consequences reported.